Event description:
It was reported that impedances on electrode pairs c,2 and c,3 were 511 ohms and 456 ohms respectively, and the patient's symptoms had worsened after reprogramming. Additional information received a month later indicated that the cause of the event was unknown. Impedances measured were greater than 800 ohms. Reprogramming was done on (B)(6) 2012 and the 'voltage was decreased to 2ma.' It was unclear if the reporter implied voltage in mv, current in ma, or some other measurement. "On duration" was increased to 2 seconds and "off duration" to 3 seconds. The patient did not require hospitalization due to the event and her outcome was reported as no injury. Information also reported on patient's other implantable neurostimulator (ins) in regulatory report # 3004209178-2013-00411.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the device gave the patient their life back. If the implantable neurostimulator (ins) didn¿t work, they were back on tpn, liquid food, and had 24/7 nausea and vomiting. If it would ever get to the point where the stimulator needed to be replaced, but could not be replaced for some reason, the patient would be in a world of hurt, could not eat or take pills, nothing. The patient¿s symptoms got worse and they had high impedances in 2013 despite working with the health care provider (hcp) to resolve. The patient had a loss of therapy. The hcp put the positive and negative on the same place and they were supposed to be on separate places. The hcp took 1 reading and fixed it. The patient went from being on tpn to being off within 2.5 months. The indication for use for this patient was gastric stimulation.